Event description:
According to the reporter: the patient alleged injury. Postoperatively the patient experienced pain. The patient was discharged on post op day 5. Laparoscopic lysis of adhesions and ventral hernia repair performed on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
Tracking number (B)(4).